Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). The 2.75x23mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shaft separated. As the separated portion of the shaft was outside the patient's anatomy, the sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 2.75x23mm xience xpedition was used to successfully complete the procedure. There was no additional information provided.